Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was retained by the hospital and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal and distal femoral vein using an indigo system flash aspiration catheter (flash catheter) and a non-penumbra sheath. During the procedure, while making the first pass with the flash catheter, the physician felt resistance. Under fluoroscopy, the flash catheter was noticed to be kinked between the proximal and mid-shaft. The physician decided to remove the flash catheter. While retracting, the flash catheter fractured at the kinked location; therefore, the proximal portion of the flash catheter was removed. A snare device was advanced to remove the distal portion of the flash catheter; however, while retracting, the snare lost hold of the distal segment. Therefore, the remaining segment was removed via cutdown.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.